Event description:
It was reported that a peritoneal dialysis (pd) patient passed away. The cause of death was unknown. It was not reported if pd therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis could not be completed. The cause of reported event of death could not be determined. Should additional relevant information become available, a follow up report will be submitted.